Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the touch screen was not responding to touch and only worked intermittently. The computing platform was replaced as a preventative measure. Error log contained a recent error. The software was updated, reconfigured and reloaded. The device passed functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer does not respond to touch, only working occasionally and sometimes not at all. The product has been returned into service. There was no patient involvement.